Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with an infusion set that was not lasting a full day, with upward glucose trends despite meal announcements and no back-up therapy or ketone testing. Symptoms included prolonged elevated blood glucose with alerts above 300 mg/dl. Outcomes included no reported medical intervention, no need for emergency assistance, and stabilization of glucose after corrective action. Investigation included review of device data and user troubleshooting with focus on the infusion set and tubing priming steps. Investigation of this case revealed that the user¿s caregiver did not fill the tubing after an infusion set change, resulting in inadequate insulin delivery until the tubing was properly filled, after which glucose returned to range. It was concluded, based on previously established findings for similar reports, that the cause was user error related to an incomplete infusion set change procedure and missed tubing fill.